Event description:
It was reported insulin was leaking from the reservoir. Leak occurred during normal use. Set change was done and leak was noted the following morning. Insulin was past the first o-ring. Customer stated anther reservoir from the same lot also leaked. Customer's mother ensured there were no air bubbles in the reservoir when set was changed but now there are air bubbles. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.